Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "install batteries" message with new batteries installed. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.